Event description:
According to literature source of study performed january 2012 to march 2020 regarding the retrospective review comparing the recurrence rate in patients who were diagnosed with primary inguinal hernia and underwent laparoscopic totally extraperitoneal repair on 446 patients. The study was of two groups: one group included patients who underwent laparoscopic totally extraperitoneal of inguinal hernias with selective use of anatomical mesh or a competitor mesh (medium mesh group), and a competitor mesh (large mesh group). There were 177 were in the large mesh group, and 269 were in the medium-mesh group. In patients who underwent multiport surgery, our balloon was used to create a peritoneal space, while in single port surgery, another device was used. Complications included for the medium mesh group: 1 bleeding during spacemaking, 23 seroma, 6 hematoma and 13 hernia recurrence. No interventions were reported. Other complications that were not related to the device included: peritoneal tearing and urinary retention.

Manufacturer narrative:
Title: mesh size may not affect recurrence in laparoscopic totally extraperitoneal repair of inguinal hernias source: medicine 2022;101:35(e30162). Received: 3 march 2022 / received in final form: 4 july 2022 / accepted:7 july 2022 http://dx.doi.org/10.1097/md.0000000000030162 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.